Event description:
The pt was bilaterally implanted with smooth saline devices on 4/28/97, subsequently it was noted that the pt had developed capsular contracture in her left breast and pain in both breast. The prosthesis were removed on 9/10/97.